Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Correspondence was received by a competitor company in 2009, reporting that the pt was admitted to the hospital one month prior, and diagnosed with diabetic ketoacidosis. The pt had been vomiting at work and she lost consciousness. She found a hole in the infusion tubing and insulin was leaking. She stated that she has an active job and may have caught the infusion tubing on something. The infusion tubing was discarded at the hospital. No further info is available. No product will be returned for evaluation.